Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient received inappropriate shocks due to oversensing caused by a fractured rv lead. Both the ICD and lead remain implanted but have been abandoned and disabled. Should additional information be received, this file will be updated.